Event description:
It was reported that the customer received a button error alarm on the insulin pump. No significant events leading up to the alarm were recalled. The customer's blood glucose was not known. The customer was advised to discontinue use and revert to a back-up plan. Customer stated there was a hospitalization on january 3, 2015 for high blood glucose at 18 mmol/l, which customer attributed to the button error. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
No button error alarm was noted. The insulin pump had no up arrow button response due to corroded keypad traces. All operating currents were within specification and the insulin pump passed the self test. However, the functional tests could not be completed due to the unresponsive button. The insulin pump was also received with minor scratches on the display window, cracked battery tube threads and a cracked reservoir tube lip.